Manufacturer narrative:
Should have showed 752 carrier instead of 975 spring for the coding. Device was returned.

Event description:
Caller originally complained of a weak spring in the lancet device, and that the lancet would not prime. Upon review by the first level investigation unit, it was found that the lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.